Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(health effect - clinical, type of investigation, investigation findings, component, investigation conclusions), h11 a getinge field service engineer (fse) confirmed nothing unusual identified in the logs and cleared unfortunately as part of the pm. Narrowed down issue to batteries. Replaced batteries (d146-00-0039) as a pair. Successfully observed batteries charging post replacement. Unit calibrated and passed all functional and safety tests per factory specifications. Service completed. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cs300 intra-aortic balloon pump (iabp) unit failed battery runtime . There was no patient involvement reported.